Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on unknown date. The customer¿s blood glucose level was over 600 mg/dl and 577 mg/dl at time of incident. Customer received insulin pump suspended message. The customer declined troubleshooting. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with manual injection. The device will not be returned for analysis.